Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported having blurred vision at all ranges, decreased depth perception, halos at night, and seeing a black line on the periphery of her right eye one week following intraocular lens (iol) implant surgery. In a follow-up, the consumer reported her vision is worse than prior to surgery. She reported that she has fallen and ran into a person at the grocery store because she is dizzy from poor vision. She sees flickers of light and a dark arc to the side of her vision. When she looks at an object, it looks like it is moving. Following a two week postoperative appointment, her surgeon told her she still has some swelling, but her eye is healing very quickly. She continues to see the dark arc in her peripheral vision. She states she nearly hit another car while driving. Three weeks following the implant procedure, her vision continued to get worse. She was examined by her surgeon and a piece of her natural lens was found to be on top of the new lens. She will undergo a secondary procedure to remove the fragment of the natural lens. At the consumer's request, the surgeon was not contacted.